Event description:
It was reported that the patient had numerous catheter revisions following a baclofen pump replacement. No dates or details related to the catheter revisions were reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Results: refers to the catheter.